Event description:
Patient's husband contacted dexcom technical support to report cgm inaccuracy compared to patient's blood glucose meter. At the time of the call to dexcom technical support, the patient's husband did not report any medical intervention or injuries.